Event description:
It was reported that the user experienced a high blood glucose up to 310 mg/dl followed by a low to 45 mg/dl, after which the user self-treated the hypoglycemia with orange juice; the pump had earlier increased insulin delivery in response to a prior high while the user does not meal announce, and the system alerted for the high and low. Symptoms included light headedness. Outcomes included recovery without medical intervention, no hospitalization, and non-medical assistance from a family member provided out of kindness. Investigation included complaint handling and user education regarding system function and the importance of meal announcement for postprandial glucose control. Investigation of this case revealed that the low glucose was plausibly related to insulin overcorrection following a prior hyperglycemia when meals were not announced, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.